Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. No damages were found with the cannula assembly that would result in leaking during wear. The downloaded data shows no timeouts or drive stalls that would indicate a failure of the pod to deliver insulin or not to deploy as intended. A 0x18 alarm was generated, indicating that the reservoir was empty at the end of the run. The device operated as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged after noticing insulin began to leak. As treatment, a new pod was placed.